Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited impedance measurements of greater than 3000 ohms and noise. A surgical revision was performed, and the source of the high impedances could not be identified when the lead was removed from the device. Fluoroscopy of the lead did not reveal a fracture. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.